Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare ('fph') (B)(4) office that the plastic covering the left leg of an iw934jeu cosycot infant warmer was cracked. This was found during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The reported cracked leg of an iw934jeu cosycot infant warmer is not available for evaluation. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the healthcare facility and have completed our analysis.